Event description:
A pharmacist reported three pts presented with endophthalmitis following intraocular lens (iol) implant surgery. The pharmacist indicated there are multiple surgical products associated with this event. This report is for the third pt for the intraocular lens (iol). Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).